Event description:
A malfunction alarm on the pump was reported by the caller, with a specific malfunction code displayed as malf 9, which was resettable. There was no adverse impact to the customer's blood glucose level. The customer was provided with a replacement pump and instructed on the necessary steps to return the faulty pump using a pre-paid label, ensuring continuity of insulin delivery with a backup therapy of mdi.